Manufacturer narrative:
(B)(4)germany. Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. The report from the customer says that a service call has been generated. There is no documentation indicating that a service call was made or any repair was performed. (B)(4).

Event description:
On (B)(6) 2011, (B)(6) reported that for the hl20 (B)(4) that when the unit was powering up and in use, the twin pump was automatically set to free mode and an "ep07" error message was displayed. (B)(4).